Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow during infusion. The reporter stated that a nurse had hung famotidine for infusion. Upon reassessment an hour later, the medication had stopped infusing. The tubing had to be manipulated before it would infuse again. The secondary set was being used with a non-baxter primary set and a non-baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.